Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 346 mg/dl at the time of incident. The customer's blood glucose was 479 mg/dl at the time of call. The customer reported that the no delivery alarm was resolved by a complete set change. The customer declined to troubleshoot for high blood glucose. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.